Event description:
A hospital in (B)(6) reported via our distributor that they had "successfully installed" a replacement warmer head assembly on an iw910 mobile infant warmer; one month later the heater head fell onto the pillow of the infant warmer. The hospital further reported that there was no patient in the warmer at the time of the incident. The distributor subsequently informed us that one of their personnel had visited the hospital. He found that the hospital biomed has not installed the mounting bracket that holds the warmer head in place. The mounting bracket was then installed by the hospital biomed and the distributor has confirmed that the warmer head is now properly secured. The distributor further reported that they also contacted mr (B)(6), the team leader of the hospital biomed, and checked with him regarding this matter. Mr (B)(6) claimed that the failure to install the mounting bracket was an oversight on the part of the biomed.

Manufacturer narrative:
(B)(4). Method: the infant warmer heater head was not returned to fisher & paykel healthcare as it has no defect and is still in use at the hospital. Our investigation is therefore based on the information supplied by the customer and our knowledge of the product. Results: the customer had reported that an infant warmer heater head had become detached from the infant warmer and fallen onto the warmer bassinet. Upon seeking further information we were informed by the distributor that the warmer had not been properly installed and this had caused the reported incident. Conclusion: the iw900 series infant radiant warmer head upgrade kit assembly instructions provided with each new warmer head kit include clear instructions on how to install the new kit, with photographs showing each step of the process. The hospital biomed reinstalled the warmer head correctly and the warmer was then put back into service.